Manufacturer narrative:
Reference number (B)(4). Catalog number is the international list number which is similar to us list number of 062912. The device involved in the event remained in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Peritonitis is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2022, a patient in italy underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2022, the patient experienced severe abdominal pain. An urgent CT scan was performed. On (B)(6) 2022, the patient underwent surgery for peritonitis with the presence of about 400 cc of gastric fluid in the abdominal quadrants filtering from the gastric stoma. During the intervention, it was highlighted the dislocation of the duodenal probe in the ascending colon. Enterotomy was performed for the removal of the pej. The stomach was fixed to the abdominal wall and purse-string closure was performed at the level of the stoma. The patient was stable. The repositioning of the pej when clinically possible for resumption of duodopa therapy was planned.